Event description:
The customer reported that during a bypass operation, the luer between the delivery line and extension line leaked. In most cases they were able to finish the case; however, if the line leaked excessively the delivery line was changed out. No samples were saved. Product code 5001102; lot number 27706.p09.